Event description:
Event description guidant received information that this transvenous defibrillation lead was removed due to a fracture. During procedure the patient went into cardiac arrest and could not be resusitated.